Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude and high threshold. Boston scientific technical services (ts) recommended chest x-ray to verify lead position. Additional information indicated that the lead was repositioned due to high pacing thresholds. No additional adverse patient effects were reported.